Manufacturer narrative:
Date received by MFR: 18sep2019. The manufacturer¿s international service technician confirmed the reported issue. The touch screen was unresponsive. The manufacturer¿s international service technician replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported screen locked up. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.